Event description:
As reported for this event by the customer, during visual inspection of the device at the time of reprocessing, it was observed that rust was generated from the metal part inside the tube. The number of times of use and the period of use after delivery are unknown. There is no reported harm to any patient.

Manufacturer narrative:
Customer reported 10 devices failed with the same issue. These events are captured in medwatches with patient identifiers as below: (B)(4). This medwatch is for the patient identifier (B)(4). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Facility device reprocessing information: primary cleaning of the device is performed with alkaline detergent. Disinfection process is to rotate for 5 minutes at about 90 ° c in a decompression boiling type washing machine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Device evaluation found iron, chromium, oxygen, and chlorine were detected with the energy dispersive x-ray (edx) analysis. Additionally, a hydroxide peak was found with the fourier transform infrared spectroscopy (ftir) analysis. The device history record was unable to be reviewed for this device since the lot number is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the component analysis confirmed the metal rust. It is likely that the rust was caused by the metal oxidizing due to chlorine. Additionally, chlorine can originate from water and chemicals including cleaning solutions. However, a definitive root cause of the reported issue could not be determined. Correction: the manufacturer has determined there is no potential for this issue of rust generated from the metal part inside the tube to cause or contribute to an adverse event.